Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product including pouch component was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. No sample has been returned and no image has been provided for the purpose of evaluation. The alleged issue could not be reproduced and the complaint will be closed with inconclusive result. Potential factors that could have led to the alleged issue have been evaluated. The reported event may be use related as rough handling during unpacking of the device may lead to a packaging damage. Transportation/storage of the product is a further aspect that has to be considered as root cause because rough handling during transportation can lead to the reported damage. In this case a damage of the outer box was not reported. Based on the information available, a definite root cause for the event reported could not be identified. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: 'visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is open or damaged.'

Event description:
It was reported that preparation of the device demonstrated the inner package was not completely sealed, a concern for sterility loss. The device was not used.